Event description:
Per user report, the fiber-optic laryngoscope blades are labeled with small identification markers that look like plastic green dots, and are approximately 1/4 inch in diameter. The green dots, which are located at the back side above the interface with the handle, come loose after sterilization. The loose dots present a pt safety hazard of being swallowed, or otherwise being absorbed into bodily cavities. The hosp rec'd about 100 new fiber-optic laryngoscope blades, and after the first sterilization cycle, it was noticed that loose green dots were present within the sterilization packages. The inventory was removed from service, and the vendor was contacted to immediately replace the defective inventory. Unless users are trained to examine each product for loose or missing dot defect, it is difficult to defect this problem.